Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the aorta. A 4.00x38mm promus premier drug-eluting stent was selected for use to treat the target lesion. The physician decided to inflate the proximal portion of the stent with the stent protector still on while the device was still outside the patient's body. Subsequently, the device was advanced; however, due to the slightly dilated proximal portion of the stent, the device would not fully advance to the aorta and could not be withdrawn into the guide catheter. The stent became stuck between the left main artery and aorta. A snaring device was then used to retrieve the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.